Event description:
Affiliate reported that leakage was noticed from the crack of the tube. The cracked position of the tube was between infusion site and drainage bag.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.